Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that approximately on (B)(6) 2021, a (B)(6) year-old female child patient's infusion set's tubing/broken at site connector. At the time of the event her blood glucose level was 215 mg/dl and the infusion set had not been used yet. This issue occurred with ten infusion sets. Further, they resumed insulin manually. No further information available.